Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received a low glucose alert on the ilet while using a dexcom g7 sensor and did not have a blood glucose meter available to confirm; the user felt well, planned to replace the sensor, and was transferred to dexcom for further support. Symptoms included reported low glucose alert without clinical signs of hypoglycemia. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included user troubleshooting and education, review of the reported glucose alert, and referral to the cgm manufacturer for sensor-related assessment. Investigation of this case revealed that the cause of the low reading was unclear, with no confirmed blood glucose value and a potential cgm sensor issue not yet verified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.